Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as having occurred in (B)(6) 2018). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device; however, the knot deployed outside of the patient anatomy. A second proglide device was attempted and the same occurred. A third proglide device was deployed properly to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.